Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the pca therapy and bench repair. Upon conclusion of the evaluation, it was determined that this was a malfunction of the pca therapy, the replacement for which a quote was provided. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips the device had a low battery alarm when connected to main power. There was no patient involvement.